Event description:
The patient has two leads from the same lot. It was reported, the patient stopped receiving effective therapy. Troubleshooting to address the issue was unsuccessful. An impedance check revealed high impedances on one of the leads. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.